Event description:
A malfunction alarm was reported on a pump that occurred during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also guided on how to put the pump into storage mode before returning it with a prepaid label within ten days.